Manufacturer narrative:
A good faith effort attempt conducted confirmed the device was completely out of sound. The remote support engineer (rse) talked to the customer and confirmed the device speaker was defective and needed replacement. The rse arranged for a replacement speaker to be sent to the customer. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue. The customer is taking responsibility to correct/repair the device. The device remains at customer site. The investigation concludes that no further action is required at this time.

Event description:
It was reported the device is presented with a speaker malfunction error message. The device was not in use on a patient. There was no report of patient or user harm.